Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician performed transducer calibrations and the exhalation differential press calibration and turbine differential pressure calibration failed. The service technician discovered the main board and turbine was broken. The service technician will replace the main board and turbine to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator had an inop fault. There was no report of any patient involvement associated with this reported event.